Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have low vacuum. I wanted to let you know that I received a complaint from (B)(6) health that there seems to be low vacuum on a recent lot they received of barricor.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have low vacuum. I wanted to let you know that I received a complaint from lakeridge health that there seems to be low vacuum on a recent lot they received of barricor.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint therefore, a review of the manufacturing records could not be conducted. H3 other text : see h10.